Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with naked eye noted the step on the white twist sleeve was not present. Functional testing, including leak testing, clear passage testing and clamp function testing was performed with no issues noted. The reported condition was verified. The direct cause of the event was determined to be manufacturing related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a transfer set was ¿loose and did not keep open during use at the patient home¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.